Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution. The actual speculum involved in the event will not be returned to welch allyn. However, the complainant did provide a photograph of the broken speculum. The failure mode as described by the photograph has been previously investigated. The root cause of these very rare failures was determined to be related to potential impacts or loads on the shipping containers during transit or storage. No further investigation will be performed. Method: (actual device not returned photograph provided). Results: (vaginal speculum). Conclusion: (actual device not returned - photograph confirmed allegation).

Event description:
The customer stated that a medium sized speculum had broken during a procedure. The customer states that the pt suffered a laceration to the vaginal wall, the area was cleansed and pt went home and was told to f/u as needed. The broken piece was removed and no suturing was required. The customer did not provide a pt identifier.